Event description:
A female patient who received op-1 putty experienced dysesthesias bilaterally over her shins, mild discomfort and a pulling sensation around the area of the right iliac bone graft site, and severe back pain around the upper right buttock area. The surgeon suspects the events were not related to the use of op-1 putty. The events were deemed nonserious.